Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 549 mg/dl. The customer treated with a bolus of 5.4 units. The customer stated that the hub assembly is not inside the serter. The customer was not sure if the catch arm is bent. The customer does not have sensors to return back for analysis. The customer was advised to call back to troubleshoot if issue persists.